Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report not draining during drain 0. There were no alarms on the cycler during the event. Additionally, the patient stated that one supply bag leaked onto the floor. Upon follow up, the patient confirmed the reported event stating that they were not draining in drain 0 on (B)(6) 2022. Additionally, the patient stated a small wet spot was discovered on the patient¿s carpet, next to the cycler cart in the morning of (B)(6) 2022, prior to set up. The patient stated they initially suspected the wet spot was caused from a solution bag from the night before, however, the previous night¿s treatment set up was checked and no leaks or defects were found. The bags and connections were dry and in good condition. In addition, the cycler and inside of the door was dry with no sign of a fluid leak. With no indication of where the leak was from, the patient stated that they believe the leak came from somewhere on the cycler set lines, however they could not confidently confirm what caused the leak. The patient confirmed that they used a 1.5% 6l bag for treatment. The lot number of the bag used during the event was unknown. The patient did not develop any discomfort, symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event. The patient stated they went into the clinic the next day and performed a manual treatment with no further issues. The patient confirmed the cycler set tubing was discarded and not available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report not draining during drain 0. There were no alarms on the cycler during the event. Additionally, the patient stated that one supply bag leaked onto the floor. Upon follow up, the patient confirmed the reported event stating that they were not draining in drain 0 on 03/13/2022. Additionally, the patient stated a small wet spot was discovered on the patient¿s carpet, next to the cycler cart in the morning of 03/14/2022, prior to set up. The patient stated they initially suspected the wet spot was caused from a solution bag from the night before, however, the previous night¿s treatment set up was checked and no leaks or defects were found. The bags and connections were dry and in good condition. In addition, the cycler and inside of the door was dry with no sign of a fluid leak. With no indication of where the leak was from, the patient stated that they believe the leak came from somewhere on the cycler set lines, however they could not confidently confirm what caused the leak. The patient confirmed that they used a 1.5% 6l bag for treatment. The lot number of the bag used during the event was unknown. The patient did not develop any discomfort, symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did not complete treatment on the day of the reported event. The patient stated they went into the clinic the next day and performed a manual treatment with no further issues. The patient confirmed the cycler set tubing was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.